Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn (B)(4) was performed from the date of manufacture 06/07/2019 to the present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was a board issue. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1, c3 on motor control board due to no power. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06/07/2019 to the present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the motor control board. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that there was a board issue. There was no patient involvement.